Event description:
It was reported that a freestyle libre 3+ sensor showed ¿sensor in use by another device¿ after the sensor had been started in the libre mobile app, preventing pairing with the ilet; the user was instructed to replace the sensor due to connection limits, successfully scanned a new sensor, after which a warmup was confirmed and the user was advised readings would resume. There were no alerts or alarms and no reported adverse clinical symptoms. Outcomes included call transfer to the cgm partner for replacement coordination and successful restoration of sensor warmup on the ilet. User support included troubleshooting and education, sensor replacement guidance, and ilet restart to reinitiate cgm warmup. Investigation of this case revealed that the cgm connection was occupied by another device, consistent with normal connection limitations, and the ilet and cgm components functioned as designed after sensor replacement and device restart. It was concluded, based on previously established findings for similar reports, that user setup leading to the cgm being paired first to the mobile app caused the issue, with resolution through sensor replacement and proper pairing to the ilet.